Event description:
Customer reported an unknown cause for high blood glucose, with the level labeled as "high," obtained from a continuous glucose monitor, and not confirmed by a blood glucose meter. Customer administered a correction injection and performed a series of checks on the infusion site and supplies, as advised by technical support. No issues with the infusion set or cannula were found, but it was noted that the cartridge was used beyond its labeled expiration. Customer was educated about proper cartridge use and instructed to replace supplies, which will be provided by technical support if necessary.